Event description:
The pt fell down a flight of stairs over the previous weekend and subsequently could not feel stimulation. When trying to adjust the stimulation, the "poor communication" screen was displayed on the pt programmer. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4).